Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the housing of a 4ml syringe of a floseal hemostatic matrix was cracked. This event occurred during use with a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and crack along the body of the luer connection of the mixing syringe was identified. The reported condition was verified. The cause of the reported condition was a manufacturing defect. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.